Event description:
No pt incidents reported. Pressure sensor on pumps fluctuates, not reading correctly, which causes pumps to alarm inappropriately. Distal pressure reading is over + or - 1 psi. Hospira has been notified of the issue and wants to charge a fee to service pumps.